Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, b5, d4, d10, g4, g7, h1, h2, h3, h10. A1: 1947121. D4: catalog number: 14-578435. D4: lot number 2573261. D10: product returned yes aug 27, 2020. H3: device evaluation: no, anticipated but no yet begun.

Event description:
It was reported that a patient underwent a revision surgery after it was found that eight polaris screws disassembled postoperatively. They were removed and replaced with standard polaris screws to complete the case. There were no additional patient impacts reported. This is report one of eight for this event.

Event description:
It was reported that a patient underwent a revision surgery after it was found that eight polaris screws disassembled postoperatively. They were removed and replaced with standard polaris screws to complete the case. There were no additional patient impacts reported. This is report one of eight for this event.

Manufacturer narrative:
Device evaluation & causes: the 8 screws are confirmed to have disassembled because the trolleys fractured. The trolley fracture appears to an electro-chemical corrosion associated with direct-current stimulation. The construct was installed concomitantly with an spf fusion device. Per the attached x-ray in the complaint file, the wires of the spf fusion device can be seen possibly touching the metal construct, which would cause the electro-chemical reaction induced failure of the cobalt chrome trolleys due to hydrogen embrittlement documented in the testing reports. The cause is being determined through an internal CAPA. The IFU was updated and the user was notified. DHR review: the dhrs were reviewed. There were no indications of manufacturing issues that wold have contributed to this event. The screws were likely conforming when they left zimmer biomet's control. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00407 to 3012447612-2020-00414.

Event description:
It was reported that a patient underwent a revision surgery after it was found that eight polaris screws disassembled postoperatively. They were removed and replaced with standard polaris screws to complete the case. There were no additional patient impacts reported. This is report one of eight for this event.